Event description:
It was reported that the patient with a non-ssc device had cylinders that were stuck in inflated state. No additional information included. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).